Event description:
It was discovered, during a procedure, that a light handle cover was slit up the side. Hosp administered antibiotics to prevent infection. This occurred in 01/2002. 1 ea. Affected; returned to MFR. Investigation of device currently in process.